Event description:
A non-healthcare professional reported that the system with unintended gantry movement to right direction in the patient unknown eye during cataract surgery. There was no patient harm reported. Additional related information was not provided.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Per the service record. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative replaced the cable assy delivery x-found the system to meet company specifications per service test procedure. Based on the information available, the customer reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system with unintended gantry movement to right direction in the patient unknown eye during cataract surgery.